Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, noise resulting in oversensing and pacing inhibition was noted on the right ventricular (rv) lead. The physician suspects rv lead insulation damage as the cause. The patient is pacemaker dependent and hospitalized until rv lead revision takes place. The patient was stable and will continue to be monitored.

Event description:
Additional information received indicates that the rv was capped and replaced to resolve the event. The patient was stable.